Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of occlusion main body stent (right limb portion), occlusion of the right common iliac artery to the femoral artery and secondary surgical procedure (femoral-femoral bypass). The most likely cause of the occlusion within the main body stent and right iliac stent was the severe tortuosity within the right external iliac artery, a cautionary product use condition. Over time, this tortuosity buckled the limb extension upon itself. Procedure related harms include: hematuria and hematoma around the graft and right femoral artery. The patient was discharged home on the first post-operative day, with intact peripheral pulses. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb extension. On (B)(6) 2017, endologix was made aware of occlusion (thrombosed) of the right limb. The physician elected to preformed fem-fem bypass to correct the issue. The patient was reported as doing fine. There have been no additional patient sequelae reported.